Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient lost a tooth while an invisalign product was being used.

Event description:
The patient reported having teeth extracted (unspecified teeth). It is unknown if the patient required any medical intervention to alleviate the reported symptom. It is unknown if the patient took or was prescribed any medication due to the reported symptom. It is unknown if the treatment was discontinued or if the patient is still wearing the aligners.